Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin couldn't be pushed through and be delivered. Customer's blood glucose was 400 mg/dl. Device had alarmed no delivery alarm. Customer declined to troubleshoot for high readings. The product was not returned for analysis.